Manufacturer narrative:
Continuation of d10: product ID a820, product type: software, product ID hh9020tdd, serial# (B)(6), section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal fentanyl via an implantable pump. The patient reported it was taking a long time to connect to the pump to deliver a bolus since 2 months ago and within the last month it had gotten so bad. Patient stated the handset would get stuck at 90%. Patient stated they get 6 bolus a day. Patient stated the healthcare provider told her to call medtronic. The patient mentioned she was autistic and had a problem with time and had to write things down certain way to remember. Patient devices were not register in the system. Agent assisted patient with navigating the handset to get pump serial from handset. Agent assisted patient with clearing the data on the handset and close out all apps. Agent reviewed device function. Agent reviewed information and patient wrote down the steps to clear data next time. The troubleshooting steps taking on the resolve the issue. Agent sent email to device registration for new ID card.